Manufacturer narrative:
B7: added medical history. D4: added catalog #, expiration date h6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2017: (B)(6) health system. [Signature illegible]. Anesthesia pre-op note. History of diabetes mellites type 2. Asa 4e. (B)(6) 2017: (B)(6) md. Operative report. Indication: 54-year-old caucasian gentleman presented to wayne county with an incarcerated incisional hernia. Preoperative diagnosis: incarcerated ventral hernia. Postoperative diagnosis: incarcerated ventral hernia. Operation: hernia repair ventral. Assistant: (B)(6), pa-c. Anesthesia: general endotracheal anesthesia. Estimate blood loss: 50 cc. Findings: viable small bowel throughout. Adhesions to the multilocular hernia sac. Hernia defect measures 5 x 4 cm. 7 x 10 cm gore dualmesh used. Specimens: none. Complications: none. Technique: ¿patient was lying supine on the operating room table when he surrendered to general anesthesia. The abdomen was prepped and draped in usual sterile fashion. The patient was identified as timothy bybee by the entire operative team as per time-out protocol. A transverse incision was made over the right periumbilical hernia and dissection was carried down through the subcutaneous tissue to the hernia sac. This was opened sharply and the bowel was inspected; all viable. There were adhesions from the bowel to the hernia sac which prevented manual reduction. After these adhesions were lysed, the bowel was delivered back into the abdomen. The hernia defect was measured and a mesh was chosen. Using 0 prolene suture, the mesh was secured in a circumferential orientation in interrupted fashion. 0.5% marcaine/experal was infiltrated at each suture location. 1 pds was used to approximate the fascial edges. The excess hernia sac was closed over the mesh using 3-0 silk. The skin edges were approximated using 3-0 vicryl and staples were used to approximate the skin. A coverderm dressing was applied. At the end of the case, the sponge and needle counts were reported as correct.¿ (B)(6) 2017: (B)(6)east. Intraoperative record. Implant record. Type: implant (synthetic). Implant type: mesh. Implant quantity: 1. Implant: wl gore & assc: med prdt. Implant has an expiration date: yes. Implant identification description: mesh hern 2 +. Implant identification lot number: 152253651. Implant identification catalog number: (B)(6)implant expiration date: 03/31/19. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp05/152253651) was implanted during the procedure. (B)(6) 2017: (B)(6), pa; keith menes, md. Discharge summary. 20-year history of right periumbilical hernia which was incarcerated for 48 hours, non-tender, 2 days of diarrhea. History of colostomy approximately 20 years ago, following colostomy developed incisional hernia in the right periumbilical region. Usually reducible. Hospital course: open ventral hernia repair for incarcerated hernia 04/01/17. Kept an additional day to follow leukocytosis which was improving upon discharge. Medications: aspirin, metformin. Wbc 15.8. Discharge diagnosis: incarcerated ventral hernia. Incarcerated incisional hernia. Patient condition: stable. Discharge disposition: home. No heavy lifting over 10 lbs. Follow up (B)(6) 2017. (B)(6) 2019: (B)(6)east. Lab. Wbc 13.4. (B)(6) 2019: (B)(6) east. Lab. Wbc 12.1. Albumin 2.8. (B)(6) 2919: (B)(6)2-rad. Radiology ¿ CT abdomen/pelvis. History: intra-abdominal abscess. Findings: air and fluid collection is seen within the midline anterior abdominal wall consistent with abscess. There is adjacent inflammation in the subcutaneous fat to the right of midline just above the umbilicus. Oral contrast within the air and fluid collection consistent with communication to the adjacent small bowel. Impression: anterior abdominal wall abscess with communication to the mid small bowel. (B)(6) 2019: (B)(6), md. Operative report. Preoperative diagnosis: chronic infected abdominal wall mesh. Postoperative diagnosis: chronic infected abdominal wall mesh. Procedure: diagnostic laparoscopy. Laparoscopic lysis of adhesions, more than 50% of the entire time of the case. Explantation of infected mesh with primary closure. Laparoscopic placement of biologic mesh. Small bowel resection with primary anastomosis. Assistant: dr. (B)(6). Indication for procedure: ¿mr. (B)(6) is a 56-year-old male with remote history of open ventral hernia repair with mesh. He subsequently developed a complex mesh abscess with chronic mesh infection and extravasation of enteric content into the abscess. After discussing the risks and benefits of procedure with the patient, he consented for it. Description of procedure: patient was brought to the operating room and placed on the operating table in supine position. General endotracheal tube anesthesia was given by the anesthesia team. The patient was prepped and draped in a standard fashion. Time-out was called, the patient and procedure were correct. Therefore, we accessed the abdominal cavity with a veress needle at palmer's point and insufflated up to 15 mmhg. Then using the optiview technique, we placed a left upper quadrant 5 mm trocar. Once intra-abdominal, a quick survey of abdominal cavity showed no intra-abdominal organ injury at entry and the veress needle was removed. Then on quick inspection, we were able to visualize dense abdominal wall adhesions to the entire abdominal wall. Using some blunt dissection with the camera, we were able to open enough left flank abdominal wall area to put another 5 mm trocar. With this 5 mm trocar, we performed the initial lysis of adhesion of the greater omentum to the abdominal wall using the harmonic scalpel. Once a good window on the right side of the abdomen was created, we were able to place three 5 mm trocars on the right flank and with this we performed most of the lysis of adhesions that took more than 50% of the total operative time. Once we freed up transverse colon adhesions, anterior abdominal wall as well as omental adhesions, and small bowel adhesions, we were left with infected mesh and a loop of bowel that was visualized into the mesh abscess. We entered the abscess of the mesh and collected sample with luki trap laparoscopically. At this point, we made a decision of explanting the mesh through an open procedure. Due to previous mid laparotomy with a large scar, we decided to create an elliptical incision along the entire edge of the scar to do resection of the scarred skin. Once this was done, we entered the abdominal cavity on the epigastrium above the superior edge of the mesh and we were able to carve the mesh out from the anterior abdominal wall. Once it was done, the small bowel that was seen also attached to the mesh was resected on a segmental manner. We used endo-gia white loads to transect the proximal and the distal portion of the compromised bowel and then we performed a side to-side, functional end-to-end anastomosis of the small bowel to small bowel. We continued running the small bowel at this point from ligament of treitz to cecum with no other enterotomy encountered. We performed interloop lysis of adhesions as well. The mesenteric defect of the anastomosis was closed with a running 3-0 silk. At this point, we irrigated the abdominal cavity with 3 l of normal saline. We identified freshened up edge of the fascia on both sides of the rectus abdominal muscle and proceeded to reapproximate it with running looped pds with interrupted #2 vicryl every three bites. Before finishing the closure of abdominal wall, we placed a phasix st mesh into the abdominal cavity, sized 20/25 cm. When we finished closing the abdominal cavity, the wound was irrigated and then we proceeded to insufflate the abdominal cavity with prior trocars, good closure was visualized from inside the abdominal cavity and at this point, we placed the phasix st mesh in good apposition to the abdominal wall and was tacked with bard absorbable tacker in a two perimeter layer tacking. At this point, we placed two round blake drains exiting from one on the right 5 mm trocar and one from one of the left 5 mm trocars and they were along the white line of toldt bilaterally. At this point, we reduced pneumoperitoneum, removed all the remaining 5 mm trocars and closed all incisions with 4-0 monocryl at level of skin, dermabond was applied as dressing, and also the mid laparotomy was closed in layers with 3-0 vicryl for the subcu and staples for the skin. The patient tolerated very well the procedure, was left intubated and transferred to the intensive care unit. Instrument and lap count was correct x2.¿ (B)(6) 2019: (B)(6) laboratories. (B)(6)md. Pathology report. Client ref #: (B)(6). Diagnosis: a. Small bowel segment: small intestine with ulceration, mixed inflammation, and grossly apparent probable perforation site negative for dysplasia or malignancy. Benign viable surgical resection margins. B. Hardware, abdominal mesh: abdominal mesh with dense adhesions. Clinical history: infected abdominal mesh, cutaneous abscess of abdominal wall. Specimens received: a. Small bowel segment. B. Hardware, abdominal mesh. Gross description: a. Specimen a consists of a 20 cm in length by 4.0 cm in diameter segment of intact unopened small bowel. The proximal and distal aspect could not be differentiated. The serosa is gray-purple and dusky with diffuse, dense adhesions. The colon is open and is filled with a minimal amount of yellow-green fecal material. The mucosa is red-pink and slightly congested with normal folds. In the area of the adhesions, there is a probable perforation surrounded by a thickened fibrotic wall and induration fat. No masses, polyp, or invasive tumor is identified. Representative sections are submitted as follows: a1-a2-stapled surgical margins taken en face, a3-a4- adhesions to include thickened wall and probable perforation. B. Specimen b consists of a 19.0 x 13.0 x 3.0 cm portion of yellow-tan mesh material with densely adherent red-purple fibrofatty soft tissue. No attached skin is noted. No area of necrosis or mass lesions are present. No sections are submitted. Specimen for gross exam only. (B)(6) 2019: (B)(6) microbiology. Culture wound and stain. Source: abscess. Body site: abdomen. Final: no growth. Stains: rare white blood cells. No organisms seen. (B)(6) 2019: (B)(6) joseph east. Lab. Wbc 10.3. (B)(6) 2019: (B)(6) east. Lab. Wbc 20.5. 06/21/19: (B)(6) east. Lab. Wbc 15.7. Albumin 2.3. 06/22/19: ((B)(6) lab. Wbc 15.0. 06/23/19: (B)(6) lab. Wbc 16.1. 06/24/19 (B)(6)east. Lab. Wbc 11.2. 06/25/19:(B)(6)east. Lab. Wbc 9.2. Albumin 2.0. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D15: cause not established. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 152253651. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D4: lot number provided. H6: updated method and results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(6). Product identification records for the alleged gore device were provided; however, the lot # was not valid, therefore, a review of the manufacturing records could not be performed. It should be noted that the gore dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2017 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2019, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infected mesh requiring removal surgery. Additional event specific information was not provided.